Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified multiple kinks along the hypotube. No kinks or damages was observed along the distal extrusion. A detailed microscopic examination of the distal extrusion noted a pinhole in the midshaft extrusion. The pinhole was located at 4.7cm proximal from the port exchange. No other damage was observed in the midshaft. All blades were fully bonded on the balloon and did not exhibit any signs of damage. A detailed microscopic examination of the balloon material identified no damages. The balloon exhibited signs of having been inflated and was not refolded. A microscopic examination of the tip section found no damage. The device was attached to a pretested encore inflation unit (encore tested using a druck gauge). During an attempt to inflate the balloon to its rated burst pressure (rbp) of 12 atmospheres a pinhole leak was identified in the midshaft extrusion at 4.7cm proximal from the port exchange. As a result of the pinhole leak, the balloon could not maintain pressure.

Event description:
It was reported that a balloon pinhole and leak occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon has a pinhole at the shaft. A leak was also noted at the proximal part of the device. The device was simply removed using the usual method without any problem. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that a balloon pinhole and leak occurred. A 10mmx2.50mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon has a pinhole at the shaft. A leak was also noted at the proximal part of the device. The device was simply removed using the usual method without any problem. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.